Event description:
During baxter's evaluation it was found that a spectrum pump experienced a door fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the identified symptom door not fully latched alarm, caused by a loose upper link screw. The link screws were replaced to correct this condition.